Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic not feeling well and with fever. The physician determined that the patient had developed an infection. Patient was referred to another hospital for system extraction. The system was extracted on (B)(6) 2015 and patient was discharged home (B)(6) 2015 in good clinical condition.